Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) will not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on ) has been confirmed. Upon investigation, fuse 600 on the computer/analog (c/a) board was open. The cause of the inability to power on was the open fuse. The root cause of the open fuse was unable to positively identified. No adverse event resulted from the damaged fuse.